Manufacturer narrative:
The device was received in with sticky residue and indentations on the exterior housing. Damages to the dust cover in the battery compartment and an unknown substance on the speaker grill were also observed. Functional testing confirmed the reported issue of the alarm not sounding when the pull magnet was removed from the magnet plate. Additional testing found a faulty reed switch. This loss of functionality would result in the alarm¿s failure to alert the caregiver of a patient exit and could contribute to a patient incident. Due to the age of the device it is likely expected normal wear and tear contributed to the defect. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm is not responding to the magnet. When the magnet is taken off of the metal plate, the alarm does not sound. The date the issue was discovered is unknown and no patient incident or injury was reported.